Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were three clips remaining in the cartridge and one of the clips was loose in the cartridge. The returned sample appears used as there is biological material present on the cartridge. The cartridge was microscopically examined and it was found that the cartridge appears to have been scraped at multiple spots which could cause the green substance of the cartridge to come off. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The loose clip had to be manually loaded into the jaws of the applier, but was able to properly load and close. The other two clips were also able to properly load and close. No functional issues were found with the returned clips. Other remarks: a corrective action is not required at this time as the damage observed on the cartridge indicates that operational context caused or contributed to this event. The reported complaint of "green substance on clip" was confirmed based upon the sample received. The cartridge was received with damage to the green slots that appear to have been scrapped. This could cause the green substance of the cartridge to come off. The damage is consistent with damage that can be caused when an applier is not properly inserted into the slots to retrieve a clip. Upon functional inspection, all three of the remaining clips were able to properly load into the jaws of a lab inventory applier and close. Therefore, based upon the damage observed and the time of discovery, operational context caused or contributed to this event. No further action will be taken.

Event description:
Some green substances which is expected to have been coming from the cartridge was found on the product. Therefore a new unit was used. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Some green substances which is expected to have been coming from the cartridge was found on the product. Therefore a new unit was used. The patient's condition was reported as fine.